Event description:
The customer reported that the system experienced a recoverable error upon boot up resulting in intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The customer rebooted the system following the receipt of the error and did not experience any further issues. The system was tested and found to be working as intended and returned to service.